Manufacturer narrative:
(B)(4). Ge's investigation has completed and concluded the adverse event was the result of an inherent risk of the procedure.

Event description:
It was reported that two patients each were injured on separate dates. This report represents the first patient injury, patient (B)(6). The voluson p8 was used for ultrasound biopsy needle guidance during vivo oocyte retrieval (vor). The ultrasound probe used was an ic9-rs probe (s/n (B)(4)) along with a cook medical immature ovum aspiration needle (g44358) for harvesting oocytes. The patient went home, and later in the day went to an operation room for operative laparoscopy and cauterization.